Event description:
Us0238-7333, crd_806 - pfo occluder pas, r671223501. It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During the implant procedure, while the device was being deployed, the patient was noted to have developed atrial fibrillation (af) at a rate of 90-110 bpm, the patient remained entirely asymptomatic during the 25 minutes of af, which resolved spontaneously 5 minutes after the conclusion of the procedure. The patient was taken back and received a loop recorder implant for monitoring.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.